Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted on (B)(6) 2019 as per recipient's request. As per the clinic, the recipient was implanted many years ago and does not want the implant anymore.